Manufacturer narrative:
(B)94). Patient age: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It as reported that the stent was damaged and the lesion was occluded. The lesion being treated was located in the superior femoral artery. The physician advanced a 6x120x120 epic vascular stent delivery system to the target lesion. After deploying the stent, it was noted that it didn't look uniform and appeared to be crunched. The physician then lost wire access and wasn't able to advance a guide wire back through the stent. There appeared to be occluded flow and the patient was transferred for bypass surgery to have the stent removed. The surgery was successful and the patient status is stable.

Manufacturer narrative:
Describe event or problem, initial reporter phone: updated.

Event description:
It was further reported that the 70-80% stenosed lesion was located in the mildly tortuous and moderately calcified sfa. The lesion was predialted before introducing the 6x120x120 epic vascular stent delivery system.